Event description:
It was reported the epg (external pulse generator) does not work if the pacing rate is greater than 60 ppm (paces per minute). The epg was returned for repair. There was no patient involvement.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: analysis could not confirm the reported event. No anomalies were found. (B)(4).